Event description:
The handheld device and software flashcard were returned on (B)(6) 2013 and are currently undergoing product analysis.

Event description:
On (B)(6) 2013, it was reported that this handheld device had a connection problem. The bent began occurring for one year. The event was reported to be bad contact from the cable. Attempts for product return have been unsuccessful.

Manufacturer narrative:
.

Event description:
An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.